Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that bloodlines with new transducer protector separated from the system prior to initiation of patient treatment resulting in a near miss. The nurse checked and double checked to ensure everything was tightened and secure. Upon bringing in the patient, the tubing from the venous chamber leading to the new transducer protector had disconnected. This new piece is of poor quality. We just started using these lines last week. In a follow up,the manager verified that there was no patient involvement for the event of this file. There is no sample to return.